Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that when connecting the smartphone/transmitter to its charger/cable, smoke was coming out from the smartphone/transmitter. It was determined that the device was burned out.